Event description:
"Rn had suspicion of IV pump bolus or malfunction. Pt was given IV zosyn at 2201. The pump was programed at (rate: 200, vtbi 90, time remaining 27mins). The nurse later comes to the room within the hour and finds the pump completed and turned off (IV line and bag are dry). It was the assumption that someone else had come in and turned off the pump when it had completed. When the next zosyn was due at 0600, the nurse had noticed the previous program settings were still showing in the IV pump as if the pump never infused from the previous dose (rate: 200, vtbi 90, time remaining 27 mins). The previous program on the pump should show the vtbi as 0 if it was fully infused unless someone reprogrammed the pump. The rn asked other staff members if they had been in the room or turned off the pump earlier that night. No staff members confirmed that they had done so. Summary: bedside rn noticed IV pump had completed and infused around 2200-2300. When the rn was getting ready to hang the next IV abx 0600, she noticed the program settings were still programmed as if it was never infused. She questioned if anyone had messed with the pump. No staff members acknowledged that they did. Rn questioned if the pump had malfunctioned because the IV infusion was completed yet the program on the pump still shows as if it was never given".